Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported after they had to turn their device off for a colonoscopy and hemorrhoidectomy it did not work well anymore. All of their symptoms came back and after getting their device checked they found out the wires weren't working anymore and the battery life was low. It was reported that after their surgery on (B)(6) 2017 the issue was resolved and every was "good again." No further information reported/ anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0ee47, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that surgery was planned because their wires weren't working anymore and the battery was almost four years old.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a colonoscopy and hemorrhoidectomy on (B)(6) 2017 and turned off the therapy on that day for the surgery. The patient had only felt stimulation vibrate 2 times and had been urinating more since (B)(6) 2017. It was noted they thought it was the pain pills they were taking because when they quit taking the pain pills, their urination issues slowed down. The patient was on program 2 at 4.2 and increased to 5.2 but they were not feeling any stimulation since (B)(6) 2017. On the day of the report, the patient tried program 3 at 5.0 and 6.0 and felt no stimulation; they tried program 4 at 6.0 and felt no stimulation. It was noted the patient programmer showed that stimulation was on. The patient did not have any falls or trauma, but they did have a medical procedure on (B)(6) 2017. It was noted this was a sudden change in therapy/symptoms. The patient was redirected to follow up with their healthcare provider (hcp) to have their ins and lead checked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient needed a new lead revision and a new battery.